Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, there was calcium extending beneath the aortic annular plane in the interventricular septum, and the final implant depth was 4mm from the non-coronary cusp, which is deeper than the optimal 3mm. Based on all available information, a cause for the reported event could not be conclusively determined. It is possible that patient condition and/or implant depth contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted utilizing a large flexnav delivery system. The patient presented with normal sinus rhythm and calcification extending beneath the aortic annular plane in the interventricular septum. The patient had no history of diabetes, heart failure, or conduction disturbances. The navitor was implanted at a depth of 4mm successfully and the patient left without any temporary pacing. Later on the evening of (B)(6) 2023, well after the implant procedure, the patient developed complete atrio-ventricular heart block (cavb). A temporary pacemaker was implanted to immediately treat the heart block. A permanent pacemaker was then implanted on (B)(6) 2023. There is no reported malfunction of the navitor or flexnav device.